Manufacturer narrative:
The pump was not returned to animas for evaluation. If the pump is returned, an evaluation will be conducted and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the patient was treated for hypoglycemia.